Manufacturer narrative:
It was reported that this lead dislodged again on (B)(6) 2021 and increasing thresholds were reported. No additional surgical intervention was reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was repositioned on (B)(6) 2021 due to dislodgement.